Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2012 and no previous similar occurrence was reported. The device opening should be manually handled by the user unless an electro-mechanical failure is persistent and the clamp could block in a closed or open position. Since no malfunction/error was highlighted, a hardware failure can be ruled out. However, the technical activity by the tssi was performed after re-establishing the electrical contacts between the internal components of the erc, thus, it cannot be excluded that a temporary loose connection between the clamp control board and the rotor may have led to the reported issue. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a s5 erc (electrical remote-controlled) tubing clamp opened and closed by itself and sometimes it did not open anymore. The issue occurred at initialization during preparation. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 erc tubing clamp / 500mm. The incident occurred in zürich, switzerland. Through follow-up communication, livanova learned that a run test was done on the clamp by a livanova field service representative and it did not close once. The last maintenance on the unit was performed at the beginning of december 2022 and there were no issues. The affected part was returned to manufacturer's site for a detailed investigation. The investigator could not reproduce the reported issue, after testing it several times. Subsequent functional verification testing was completed without further issues. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.